Event description:
It is reported, bd spinal kit, spinal was ineffective, requiring the need to convert to general anesthesia. Customer description: I am writing to notify you of an issue with the bd spinal kit. We had a patient who underwent a cesarean section on (B)(6) 2026. Ultimately, the medication administered in her spinal was ineffective, requiring the need to convert to general anesthesia. We were later notified that bd issued an urgent medical device recall (mds: (B)(4) on 4/27/2026. The item used on this patient was: bd spinal kit containing intrathecal preservative-free, hyperbaric bupivacaine (0.75% in dextrose) from a standard, approved spinal kit ref: 405671, lot: 0001626923. Additional information: 1. Can you please provide an exact date of event in format dd-mmm-yyyy? 29-april-2026. 2. Can you share any physical sample or photo if available for investigation? If yes, please provide the address so that a sample return label can be emailed to you. I do not have any photos or a physical sample. 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Patient states she felt pain/discomfort during her c-section, requiring a conversion to general anesthesia.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.